Event description:
Patient coded in CT so patient was intubated there and placed on c1. Patient brought to ICU and placed on g5, a little over an hour later the rn ( present in the room, rt outside the room) heard the ventilator constant beeping alarm and noticed that the g5 screen was black, the patient was right away manually ventilated. The rt turned off the vent to get rid of the alarm and then tried to run on the vent but it wouldn't turn on. The rt checked and made sure that the vent was plugged into the red outlet but it wouldn't turn on so swapped the ventilator. About 30 minutes later, the patient passed away. Patient was " do not resuscitate" , so no other intervention was provided besides mechanical support.